Event description:
During the endoscopy procedure, the recorder failed once the capsule was swallowed. Attempted to troubleshoot with the vendor with no success. Recorder swapped out. No harm to the patient.